Event description:
Manufacturer received a report alleging that while the user was learning how to drive the chair, user accidentally changed from drive 1 to drive 2. This caused the chair to take off and hit a by stander in the stomach. As a result, the by stander received an intestinal injury.